Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that no backflow of blood was observed with the involved angio-seal device. After a percutaneous coronary intervention (pci), the angio-seal was used for hemostasis. However, the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The assembly was once removed from the patient and flushed to check for tissue entanglement. The assembly was then reinserted into the artery, but no backflow of blood was observed. The device was not used, and manual compression was applied for thirty minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc's. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not required. There were no other devices or equipment used with the involved device.